Event description:
Additional information received indicated that the issue was discovered upon receipt of the device.

Manufacturer narrative:
During routine testing of the device at the service center, the service repair technician (srt) ran a leak test and had a leak rate of 0.00 cubic centimeters per minute (cc/min). He replaced the fitting for the water trap as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed excessive leaking of breathable air nitrogen (n2), oxygen (o2), and carbon dioxide (co2). The user facility air trap was very loose fitting and the bulkhead fitting appeared to be a slightly different size affecting the fit of the air trap. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, there was an air trap connection failure observed causing an air leak. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. It was identified that the user was hand tightening the connection with their hands and not a wrench. When hand tightened using a wrench the connection did not leak. Clarifying instructions were provided to the subsidiary. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.